Manufacturer narrative:
Additional catalog #: 72400098, 72400024. Additional serial #: (B)(4). Information was rec'd on (B)(6) 2011 for a surgery on (B)(6) 2011 for this pt's aus device (this information will be sent on the ams quarterly report for the first quarter of 2011). Information rec'd indicated the device removed on (B)(6) 2011 was implanted in 2000. A review of ams information on this pt indicated that ams had rec'd previous information on the (B)(6) 2000 surgery on (B)(6) 2001; however, this information was not set on the quarterly asr report in the year 2001. This medwatch is being sent to capture the information that was not previously sent.

Event description:
On (B)(6) 1999, the pt was implanted with an aus device. On (B)(6) 2000, the entire device was replaced due to infection.